Event description:
The fe reported a communication error and a loss of x-ray capabilities. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on gib was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.